Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer connected a medical fluid infusion line to the product while it was in use, leakage of blood from the connection part was observed. No report of patient injury.

Manufacturer narrative:
Other, other text: h6 evaluation codes: updateddevice evaluation: one device was received for investigation. Visual inspection found the proximal end female luer connector was observed to be cracked. Functional testing confirmed the leak. The crack was attempted to be re-produced. Based on the sample returned by the customer it was not possible to replicate the damage or confirm the vent as manufacturing process caused. After reviewing the mitigations that are performed during the manufacturing process to detect damage, it was determined that the female luer connector became damaged after the product left manufacturing facilities. The root cause of the damage could not be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No actions taken at this time but complaint information will continue to be monitored to determine and further actions taken accordingly.